Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with striae in right eye at one week post treatment. The flap was stretched by her treating surgeon. It was stated that the patient has not experienced loss of best corrected visual acuity (bcva). The patient complained of blurred vision in right eye.